Manufacturer narrative:
The leads and snap lid connector have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
At a trial stimulation procedure, the pt only felt a slight tingle when therapy amplitude was increased to greater than 9 volts. Using different electrode combinations did not improve pt response. Interrogation revealed high impedance on all the electrodes. The proximal end of the lead was placed in the 0-7 channel of the snap lid connector. Reprogramming was unsuccessful in producing paresthesia. Impedances were again seen to be out of range high. A second snap lid connector was opened and impedances were again seen to be out of range. A second lead was placed and programmed using several electrode combinations with little improvement from earlier results. A third snap lid connector was opened and used to produce suboptimal results. Impedances were out of range. A third lead was opened. Impedances were within normal limits. The device was programmed. The pt lost stimulation, the second day of the trial. At explant, fluid was found in the leads and the leads had pulled out of the snap lid connectors. Extensions had not been used. It was also reported that the pt came off the table about 6 inches during implant and fractured his vertebrae, causing increased pain and increased morphine dosage. The pt will need a 3 level fusion and is unable to perform his work. The pt outcome was reported as 'no injury, recovered without sequela.' Additional information has been requested. A follow-up report will be submitted if additional information becomes available.